Event description:
The customer reported less than 50 mls of blue fluid leaked inside the right panel of the coulter hmx hematology analyzer with autoloader onto the countertop. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed cut tubing on triple pinch valve (vl42 or pv42) top center panel. The fse replaced the tubing to resolve the leak issue. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).